Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Alleged failure: sparked. The failure identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.